Manufacturer narrative:
The root cause was not established as we haven't received any feedback from the customer. The case is closed until such time time that we receive any information from the customer.

Manufacturer narrative:
Vyaire file identification: any additional information received from the customer will be included in a follow-up report. Log shows that there were a lot of alarm 274 - proximal flow is higher than delivered visible on the unit and hardware failures were visible. O2 valve offset calibration and mushroom valve offset calibration failed.

Event description:
The customer reported flow measured proximally is greater than the flow delivered on the bellavista 1000. The flow sensor used with this device is new and rainout water drops is not noticeable in the iflow sensor tubes. The customer confirmed that there was patient involvement. However, there was no injury or harm reported.